Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that no problem was found. A technical support specialist (tss) informed the customer that the medication had been recorded in the transactions and that the count on the cabinet was correct. The system functioned as intended when the technical support specialist investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, user reported that the drawer froze when they attempted to issue a medication. The cabinet was reset, after which the medication count was incorrect. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.